Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-03218. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. X-rays showed that both leads had fractured. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.